Event description:
In 2009, the lay user/patient contacted lifescan (lfs) to report the one touch lancing device was not working as the lancet was loose or falling out. On may 22, 2009 the sr. Medical surveillance specialist spoke with the patient to obtain and verify information. Four days prior, the patient noted the reported lancing device was not working in that the lancet was loose; she was unable to test her blood glucose levels. During the time period, the patient was unable to test, she claimed to have taken her usual meals and medications. The patient takes novolog insulin on a sliding scale based on meter readings, and lantus insulin, dose unspecified. Four days prior to original date at 3:00 pm, the patient reportedly experienced the symptoms of a cold sweat. Emergency services were contacted, and the paramedics transported the patient to the emergency room. The emergency room physician tested the patient's blood glucose level to be 45 mg/dl and she was treated intravenously with glucose. During the troubleshooting telephone call, the customer care advocate (cca) determined the patient's testing technique was correct, and this was not a new lancing device. The lancing device was replaced. The patient allegedly became severely hypoglycemic after taking insulin without being able to test her blood glucose levels due to the lancing device issue, and received emergency medical attention and treatment with glucose. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.